Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient reported low blood glucose levels. She said that she went high over 400 mg/dl and then her family gave her a bolus because she could not do it herself and she went down below 50mg/dl. She was wearing the pod for 4 to 24 hours on her back. They then had to call an ambulance. When they arrived she was given a peanut bitter sandwich and liquid sugar. The patient is unaware of the name possibly a liquid glucagon.